Manufacturer narrative:
The device history record file was reviewed, and no discrepancy was found according to the reported condition. There were no customer samples or additional evidence provided for evaluation. A visual inspection of 20 pieces of the retained samples was carried out. All the retained samples were qualified in appearance. In addition, there were obvious glue traces in the position of the needle holder, and no problems of insufficient glue were found. Additionally, 5 pieces of archived samples were checked for clinical use. In this case, the needles were combined with a luer slip syringe to verify conical fitting of the needle. No anomalies were found. Based on the analysis performed, there is no evidence of quality defects for the monoject hypodermic safety needle 27g*1/2" lot 02208035. Regardless, retraining has been arranged at the manufacturer¿s partner to inform relevant personnel of the potential failure and prevent an occurrence. We will continue to monitor this kind of issue and further evaluations and corrective actions will be taken if necessary.

Event description:
Customer reports: we had an issue when using the monoject 27ga needle for lidocaine for a circumcision, it leaked around the hub.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because the device was discarded.